Event description:
After an implantation period of approx. 62 months, oversensing with inappropriate therapies was reported. The patient was hospitalized and the therapy was deactivated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available episodes list confirmed the shocks delivery. No iegm recordings were available for further evaluation of the reported clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the reported shocks delivery. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.